Manufacturer narrative:
Device passed self test. Pump received error 37 during rewind, problem isolated to motor assembly. Unable to verify no delivery alarm/occlusion or prime/fill anomaly, perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Motor tested outside the device and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor was not going down fully; received rewind complete and now states it was not rewinding reservoir and also had insulin flow block alarm. Customer was performed displacement test and it was fail. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.